Event description:
Event verbatim [preferred term] burns/ severe burns on the back of her right leg [thermal burn], I used the thermal care patch on a pulled muscle in my thigh [intentional device misuse], I used the thermal care patch on a pulled muscle in my thigh [device use error], first degree burn [burns first degree], two small blisters over right hamstring/traumatic blister of thigh/blistering behind right knee/popliteal space right knee skin red with severe blistering [blister], erythema/erythema behind right knee [erythema], gait was impaired secondary to the burn [gait disturbance], pain in back of right knee/pain down right leg [pain in extremity], low back pain [back pain], difficulty in weight bearing right leg [weight bearing difficulty]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder and wrist) from an unspecified date at an unspecified frequency for pulled muscle in her thigh. The patient medical history was not reported. The patient's concomitant medications were not reported. Consumer stated she used the product on a pulled muscle in her thigh on (B)(6) 2017 and has enclosed pictures of burns (2017) she received as a result of the patch. Consumer stated she did not think the product should be sold at all. Consumer requested to speak with someone on the telephone as she had already paid more than (B)(6) in medical bills for treatment and consultation. Consumer stated she would be prepared to send a copy of those bills if requested and stated she would be waiting on a response before she contacted her lawyer. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (05jun2017): this contactable consumer reported by way of medical records. This (B)(6) female patient's medical history included breast cancer (underwent lumpectomy breast in 2000), allergy to penicillin (had hives) and allergy to tetanus vaccine on an unknown date. Her family history included stomach cancer to father on an unknown date. In (B)(6) 2017, she suffered from first degree burn. On (B)(6) 2017, skin examination showed two small blisters over right hamstring/traumatic blister of thigh. In 2017, she had erythema. It was reported that on (B)(6) 2017, her physical therapist observed severe burns on the back of her right leg and her gait was impaired secondary to the burn. It was reported that on (B)(6) 2017, erythema was demarcated with surgical marker and instructed to consult if erythema spreads beyond the marker. It was reported that she was treated with mupirocin (bactroban) 2 percent ointment. She was treated with neosporin ointment for two small blisters over right hamstring/traumatic blister of thigh. It was reported that her burn was healing. As of (B)(6) 2017, the clinical outcome of the event burns/ severe burns on the back of her right leg and first degree burn was recovering, two small blisters over right hamstring/traumatic blister of thigh, erythema and her gait was impaired secondary to the burn were unknown. Follow-up (11jul2017): this contactable consumer reported by way of medical records. This patient experienced pain in back of right knee, pain down right leg, erythema behind right knee, blistering behind right knee, popliteal space right knee skin red with severe blistering and low back pain and difficulty in weight bearing right leg on an unknown date. It was reported that she received home exercise program (hep) and soft tissue mobilization (stm) to lumbar paraspinals and right peroneal and gastrocnemius muscles followed by gait training and postural correction. It was also reported that gait continues to be impaired secondary to burn posterior aspect right knee and gait improved following massage to gastrocnemius and peroneal muscles. As of (B)(6) 2017, the clinical outcome of the events pain in back of right knee, pain down right leg, low back pain and difficulty in weight bearing right leg was unknown and gait was impaired secondary to the burn was recovering.

Event description:
Event verbatim [preferred term] burns/ severe burns on the back of her right leg [thermal burn] , I used the thermal care patch on a pulled muscle in my thigh [intentional device misuse] , I used the thermal care patch on a pulled muscle in my thigh [device use error] , first degree burn [burns first degree] , two small blisters over right hamstring/traumatic blister of thigh/blistering behind right knee/popliteal space right knee skin red with severe blistering [blister] , erythema/erythema behind right knee [erythema] , gait was impaired secondary to the burn [gait disturbance] , pain in back of right knee/pain down right leg [pain in extremity] , low back pain [back pain] , difficulty in weight bearing right leg [weight bearing difficulty]. Case narrative:case is invalid since it is the duplicate case of case (B)(4). This is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date at an unspecified frequency for pulled muscle in her thigh. The patient medical history was not reported. The patient's concomitant medications were not reported. Consumer stated she used the product on a pulled muscle in her thigh on (B)(6) 2017 and has enclosed pictures of burns (2017) she received as a result of the patch. Consumer stated she did not think the product should be sold at all. Consumer requested to speak with someone on the telephone as she had already paid more than (B)(6) in medical bills for treatment and consultation. Consumer stated she would be prepared to send a copy of those bills if requested and stated she would be waiting on a response before she contacted her lawyer. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (05jun2017): this contactable consumer reported by way of medical records. This 78-year-old female patient's medical history included breast cancer (underwent lumpectomy breast in 2000), allergy to penicillin (had hives) and allergy to tetanus vaccine on an unknown date. Her family history included stomach cancer to father on an unknown date. In (B)(6) 2017, she suffered from first degree burn. On (B)(6) r2017, skin examination showed two small blisters over right hamstring/traumatic blister of thigh. In 2017, she had erythema. It was reported that on (B)(6) 2017, her physical therapist observed severe burns on the back of her right leg and her gait was impaired secondary to the burn. It was reported that on (B)(6) 2017, erythema was demarcated with surgical marker and instructed to consult if erythema spreads beyond the marker. It was reported that she was treated with mupirocin (bactroban) 2 percent ointment. She was treated with neosporin ointment for two small blisters over right hamstring/traumatic blister of thigh. It was reported that her burn was healing. As of (B)(6) 2017, the clinical outcome of the event burns/ severe burns on the back of her right leg and first degree burn was recovering, two small blisters over right hamstring/traumatic blister of thigh, erythema and her gait was impaired secondary to the burn were unknown. Follow-up (11jul2017): this contactable consumer reported by way of medical records. This patient experienced pain in back of right knee, pain down right leg, erythema behind right knee, blistering behind right knee, popliteal space right knee skin red with severe blistering and low back pain and difficulty in weight bearing right leg on an unknown date. It was reported that she received home exercise program (hep) and soft tissue mobilization (stm) to lumbar paraspinals and right peroneal and gastrocnemius muscles followed by gait training and postural correction. It was also reported that gait continues to be impaired secondary to burn posterior aspect right knee and gait improved following massage to gastrocnemius and peroneal muscles. As of (B)(6) 2017, the clinical outcome of the events pain in back of right knee, pain down right leg, low back pain and difficulty in weight bearing right leg was unknown and gait was impaired secondary to the burn was recovering. Follow-up (13jul2017): follow-up attempts are completed. No further information is expected. Follow-up (11feb2020): this is a follow-up report to notify that the case (B)(4) and (B)(4) are duplicates. All subsequent follow-up information will be reported under manufacturer report number (B)(4).this case is being deleted from the database for the following reason: duplicate case.

Event description:
Event verbatim [preferred term] burns/ severe burns on the back of her right leg [thermal burn], I used the thermal care patch on a pulled muscle in my thigh [intentional device misuse], I used the thermal care patch on a pulled muscle in my thigh [device use error], first degree burn [burns first degree], two small blisters over right hamstring/traumatic blister of thigh [blister], erythema [erythema], gait was impaired secondary to the burn [gait disturbance]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date at an unspecified frequency for pulled muscle in her thigh. The patient medical history was not reported. The patient's concomitant medications were not reported. Consumer stated she used the product on a pulled muscle in her thigh on (B)(6) 2017 and has enclosed pictures of burns (2017) she received as a result of the patch. Consumer stated she did not think the product should be sold at all. Consumer requested to speak with someone on the telephone as she had already paid more than (B)(6) in medical bills for treatment and consultation. Consumer stated she would be prepared to send a copy of those bills if requested and stated she would be waiting on a response before she contacted her lawyer. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (05jun2017): this contactable consumer reported by way of medical records. This (B)(6) female patient's medical history included breast cancer (underwent lumpectomy breast in 2000), allergy to penicillin (had hives) and allergy to tetanus vaccine on an unknown date. Her family history included stomach cancer to father on an unknown date. In (B)(6) 2017, she suffered from first degree burn. On (B)(6) 2017, skin examination showed two small blisters over right hamstring/traumatic blister of thigh. In 2017, she had erythema. It was reported that on (B)(6) 2017, her physical therapist observed severe burns on the back of her right leg and her gait was impaired secondary to the burn. It was reported that on (B)(6) 2017, erythema was demarcated with surgical marker and instructed to consult if erythema spreads beyond the marker. It was reported that she was treated with mupirocin (bactroban) 2 percent ointment. She was treated with neosporin ointment for two small blisters over right hamstring/traumatic blister of thigh. It was reported that her burn was healing. As of (B)(6) 2017, the clinical outcome of the event burns/ severe burns on the back of her right leg and first degree burn was recovering, two small blisters over right hamstring/traumatic blister of thigh, erythema and her gait was impaired secondary to the burn were unknown.

Event description:
Event verbatim [preferred term] burns [thermal burn]; I used the thermal care patch on a pulled muscle in my thigh [intentional device misuse]; I used the thermal care patch on a pulled muscle in my thigh [device use error]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date at an unspecified frequency for pulled muscle in her thigh. The patient medical history was not reported. The patient's concomitant medications were not reported. Consumer stated she used the product on a pulled muscle in her thigh on (B)(6) 2017 and has enclosed pictures of burns (2017) she received as a result of the patch. Consumer stated she did not think the product should be sold at all. Consumer requested to speak with someone on the telephone as she had already paid more than (B)(6) in medical bills for treatment and consultation. Consumer stated she would be prepared to send a copy of those bills if requested and stated she would be waiting on a response before she contacted her lawyer. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "used the thermal care patch on a pulled muscle in my thigh" "burn" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "used the thermal care patch on a pulled muscle in my thigh" "burn" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.